Event description:
The device was used during a pneumonectomy procedure. Reportedly, the approximating lever broke. The surgeon applied another device. The hospital has reported that no pt injury occurred.